Event description:
It was reported to resmed that an astral device unexpectedly powered down while plugged into mains. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned to resmed. If additional information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was not returned to resmed. Review of the device data logs could not confirm the reported complaint. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly powered down while plugged into mains. There was no patient harm or serious injury reported as a result of this incident.